Event description:
A bayer customer service rep (csr) from (B)(4) was investigating alleged high readings from a customer on their contour usb. The csr ran control tests on the meter and received results of 295 and 293 mg/dl. The range is 104-143 mg/dl. The csr's strips that were used, are expected to return for eval. Customer strips were depleted. The customer's meter was replaced.

Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws.